Manufacturer narrative:
Age at time of event: 18 years or older.   (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% target lesion was located in a shunt in the moderately tortuous forearm vessel. A 5.0 x 40 40cm mustang¿ balloon catheter was advanced for pre-dilatation. However, the balloon ruptured. The procedure was completed with another mustang balloon catheter. No patient complications nor injuries were reported.